Manufacturer narrative:
(B)(4). Method: the complaint bc190 flexitrunk infant nasal tubing was returned to fisher & paykel healthcare (f&p) in new zealand where it was visually inspected. Results: visual inspection of the returned device revealed that a section of the upper tube was broken and the evaqua film was torn. Conclusion: the reported damage was most likely caused by the tubing being pulled. All flexitrunk infant nasal tubings are visually inspected and pressure tested during production and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions that accompany the flexitrunk infant nasal tubing state: "use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that the bc190 flexitrunk infant nasal tubing was found damaged. It was reported that the patient desaturated for a short time but there was no adverse effect. The patient is in a stable condition.

Manufacturer narrative:
(B)(4). The complaint bc190 flexitrunk infant nasal tubing is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative that the bc190 flexitrunk infant nasal tubing was found damaged. It was reported that the patient desaturated for a short time but there was no adverse effect. The patient is in a stable condition.